Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. The patient reported they stopped taking their heart medication. Approximately two weeks later, the patient's implantable cardioverter defibrillator delivered inappropriate high voltage therapy for chronic atrial fibrillation. The inappropriate shock induced ventricular fibrillation which terminated after an additional shock. Suspected inappropriate anti-tachycardia pacing therapy was also observed. Programming changes were made in clinic. The patient was stable throughout.